Event description:
New information received notes the lead was dislodged on (B)(6)2021 and explanted on (B)(6)2021.

Manufacturer narrative:
Correction: explant date should have been (B)(6)2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
It was reported that during ventricular tachycardia (vt) ablation, a patient's right ventricular lead presented with dislodgement under fluoroscopy. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.